Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and physical harm; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018 or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient sustained injuries. It is alleged that the mesh caused physical harm and mental anguish to the patient and the device was defective.